Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a false low impedance warning for the right atrial (ra) lead. The cardiac resynchronization therapy pacemaker (crt-p) remains in use. It was also noted that there was a warning for low impedance on the left ventricular (lv) lead. The lv lead remains in use. No patient complications have been reported as a result of this event.